Manufacturer narrative:
The complaint device was received cut in pieces, unable to analyze. Product history records indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
The lens removed and replaced due to an uncorrectable refractive error. The reporter stated, the lens was not the cause of this issue.